Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled lead revision due to dislodgement noted in (B)(6), during an unrelated procedure. The right atrial lead had exhibited loss of capture, during revision procedure the lead helix was unable to extend. The lead was explanted and replaced successfully. The patient was stable post procedure and would continue to be monitored.